Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Manufacture date - unk.

Event description:
It was reported that pt underwent hip procedure on (B) (6) 2010. During quick release drill bit extraction from the pt, the tip of the drill bit broke. The tip of the drill bit was left in the pt. The remainder of the drill bit was discarded by the hosp. No further complications have been reported.